Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There was no indication of a mfg defect or anomaly identified within the review of the mfg records for the reported batch number. A CAPA has been initiated to address this issue. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located at the ostium of a severely tortuous right coronary artery. The physician attempted to direct stent with a 3.5x24mm liberte' stent; however, the stent became damaged. The procedure was completed with another liberte' stent. No pt complications occurred. Pt status is satisfactory.